Event description:
A report was received that the ipg was not charging. The patient underwent an ipg replacement procedure. Malfunction was suspected. The patient was doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the ipg was not charging. The patient underwent an ipg replacement procedure. Malfunction was suspected. The patient was doing well.